Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received through the beta bionics support team, the issue was initially reported as occurring on (B)(6) 2026. However, during follow-up with the patient on (B)(6) 2026, it was clarified that the event occurred on or around (B)(6) 2026. The patient reported experiencing a potential cgm inaccuracy while using a beta bionics ilet insulin pump. According to the patient, the cgm generated a falsely low glucose reading, which prompted the ilet system to respond to the reported low glucose values. The patient stated that he did not have a blood glucose meter available and therefore did not perform a fingerstick bg measurement to verify the cgm reading. The patient further reported that he was unaware his glucose level was not actually low and developed diabetic ketoacidosis (dka). It is unknown whether the dka was self-diagnosed or diagnosed by a healthcare provider. The patient stated that he was transported to the hospital by his husband; however, he declined to provide additional details regarding symptoms, timing of presentation, diagnostic testing, treatment received, length of hospitalization, or clinical outcome. Additional information provided by beta bionics indicated that the only bg value entered into the system during the days surrounding the event was 244 mg/dl on (B)(6) 2026. The patient also reported attending a follow-up appointment with his physician, who recommended temporarily discontinuing use of the ilet system until the patient felt better prepared to resume therapy. At the time of the report, the patient stated that he was no longer using the ilet insulin pump. The patient's condition at the time of reporting was not provided. The patient declined to answer additional questions and ended the call. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.